Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced low blood glucose level. Customer¿s blood glucose was 50 mg/dl at the time of incident. Customer reported they did receive a sensor updating. Customer stated they did not receive calibration not accepted alert. Customer did not provide any treatment and symptoms related to low blood glucose event. The device will not be returned for analysis.